Event description:
The hosp reported the connection between the working element and the high frequency cable arched during procedure. The procedure was completed with the use of another device. There was no allegation of harm.